Event description:
The patient had a wound infection and was hospitalized. In a progress report, it was reported that the event resolved and the patient fully recovered. No additional information was provided regarding the event.